Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. Factors that may contribute to difficulty during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early, excessive suture tension, pulling the incorrect rail or premature pull of the incorrect rail during preclose either by use error or inadvertent pull. Additionally, the suture may have been placed subcutaneous in which case, the loop will pull up but the knot will remain in place. In this case it is possible excess suture tension may have contributed to the difficulties; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional ablation procedure with a large-bore sheath. Reportedly, post deployment, the knot was unable to be advanced. The lower side of the knot was intentionally cut, and a z-suture was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.